Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a ¿replace sensor¿ alert on the ilet and subsequently a failure to receive cgm readings after installing a dexcom g7 sensor, with the ilet displaying ¿connect cgm or enter bg¿ during the cgm warmup; the ilet continued to operate in bg entry mode and the user manually entered meter values until cgm data resumed. Symptoms included hyperglycemia with a reported peak of 362 mg/dl and alerts for high glucose. Outcomes included elevated glucose above 180 mg/dl for approximately two hours without need for medical intervention, hospitalization, or assistance beyond a family member¿s supportive help. Investigation included troubleshooting and education on cgm warmup behavior, verification of remaining warmup time in the dexcom menu, and guided manual bg entry on the ilet. Investigation of this case revealed that the loss of cgm data was attributable to expected dexcom g7 warmup, with the ilet functioning as designed by prompting for bg entry and continuing insulin delivery in bg entry mode. It was concluded, based on previously established findings for similar reports, that the cause was user interface and use-related factors during cgm warmup with device performance within specifications.